Event description:
It was reported that the patient presented in clinic for a routine generator changeout procedure. Upon ventricular threshold testing, a threshold decrement anomaly occurred on the merlin programmer, where the threshold test did not cancel when prompted by user. The threshold test ran again without user interaction after an error message was displayed. Capture loss was noted. The programmer was rebooted and the issue was resolved with reinterrogation. There were no patient consequences.